Manufacturer narrative:
The customer did not return the suspected product. The in-house contour meter was tested with the in-house contour test strips from lot # 8dj3b03d, which gave satisfactory performance. The device history record for the affected contour meter (serial # (B)(4)) was reviewed and no manufacturing anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that he obtained a high blood glucose reading on his contour meter. No specific reading was provided. Based on the high reading, the customer took 10 extra units of insulin on top of his regular prescription. After that, he felt low blood sugar symptoms such as lack of focus, indigestion and dizziness. He went to the hospital for a regular appointment. After arriving at the hospital, the nurse checked his blood glucose and a reading of 47 mg/dl was obtained. About an hour later, another test was run with the hospital's meter and a reading of 87 mg/dl was obtained. The customer was given sugar water at the hospital. After this, the nurse ran another blood glucose test and obtained readings of 127 mg/dl with the hospital's meter and 360 mg/dl with the customer's contour meter, both taken within two minutes. The customer was hospitalized for three days. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.